Manufacturer narrative:
Concomitant medical products: product ID dtba1qq ICD, implanted: (B)(6)2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician programmed down/off patient¿s right ventricular (rv) pacing output due to t-wave oversensing (twos). The patient was seen in the clinic with reduced % of bi-ventricular pacing (loss of crt pacing). The device and lead remain in use. No patient complications have been reported as a result of this event.